Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: neu_leadcap_acc, lot# unknown, product type: accessory. Analysis of the lead, model 3389-40, found no anomalies. The returned lead passed all functional testing and no anomalies were identified. Analysis of the stylet, serial/lot no. Unknown, found stylet wire bent. The stylet wire is bent approximately 3.5 cm from the distal end and 30.5 cm from the distal end. The lead was returned with a depth stop lead holder on it indicating that the lead was handled outside the box. There is no indication in the complaint that the bends were observed immediately after removal from the packaging. Analysis of the lead holder, serial/lot number unknown, found lead holder thread anomaly. The threads on the screw of the lead holder do not extend close enough to the handle so it cannot turn in as deep as normal. With the screw turned completely into the holder, the gap is 0.050" which is not enough to hold tight to a lead. The lead body is normally 0.050" in diameter. Dimensionally, the screw and holder measured within specifications. Analysis of the lead cap, serial/lot no. Unknown, found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the hcp noticed that the lead was bent 3 cm from the tip. It was also noted that the lead cap was also bent so the device was not implanted; there was no patient involvement. A different lead was used and the issue was resolved. No symptoms were reported. No further complications were reported/anticipated.